Event description:
Boston scientific received information that electrograms received via latitude showed oversensing on the atrial, shock, and ventricular channels. The patient experienced two episodes of non-sustained ventricular tachycardia due to diaphragmatic oversensing that led to pacing inhibition resulting in asystole lasting longer than two seconds. The patient is pacer-dependent with chronic atrial fibrillation and intrinsic rate of approximately 30 bpm. Interrogation of the device revealed noise only on the rv rate/sense channel. It was also noted at that time that the ra lead, a competitor's product, was plugged into the pace/sense portion of the rv port, and the pace/sense portion of the rv lead was plugged into the ra port. The device is programmed to vvir, with the intent to electrically abandon right atrial therapy. Noise could not be recreated during device testing and no patient symptoms were associated with the pacing inhibition. All lead measurements remained stable and within normal limits. The patient's physician plans to continue monitoring this system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.